Manufacturer narrative:
(B)(4). (B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the photographs identified. Broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported left side "the inner cavity of the implant is deformed along the outer contour." Healthcare professional additionally reported "signs of intracapsular rupture," and "intracapsular liquid component." Device has been explanted.